Event description:
It was reported that the patient had their ipg explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event and patient's weight is estimated. D6b is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. D6b is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.